Manufacturer narrative:
Product event summary: data files for the date of the reported event, and the work order analysis summary were returned and analyzed. The data files confirmed the reported 50032 ¿outer vacuum compromised¿ system notice. The work order analysis summary confirmed that the 50032 system notice appeared consistently and reproducibly at the start of the flush. The issue was traced to a defect on the patient board; replacing the patient board corrected the issue. In conclusion, the reported issue of the 50032 system notice was confirmed through data analysis. This product issue is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The console was serviced and deemed appropriate for use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: labeled for single use?

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, a continuous system notice was received indicating that the safety system detected a compromised outer vacuum. The account replaced the consumables and rebooted the console without resolve. The case was aborted and it was confirmed that the patient was under general anesthesia. Field service has been completed for the console. No patient complications have been reported as a result of this event.